Event description:
It was reported to rhytec inc, that a misuse event may have caused a patient to experience textural changes to her jaw line after psr3 treatment that may require intervention to preclued temporary or permanent damage to her skin. The treatment results could have been related to an excessive amount of pulses and aggregate energy as recommended in the directions for use provided to the user by rhytec, inc. As the patient has to heal twice only in partial facial areas. The patient continues to receive follow-up treatment at the physician's office.